Event description:
It was reported that the pump miscalculated boluses. Tandem technical support reviewed pump data and verified the pump calculated boluses correctly. The customer experienced a low blood glucose (bg) level of 50 mg/dl. Customer consumed glucose tablets and juice to address bg level.